Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, several atrial tachycardia (at) /atrial fibrillation (af) episodes that appeared to be occasional far r oversensing was noted on an implantable cardioverter defibrillator. Programming changes were not made as it could lead to p-wave undersensing. The patient was in stable condition and will continue to be monitored.